Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error alarm and moisture exposure. The customer¿s blood glucose level was unknown. The customer that they received a motor error alarm on the insulin pump. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. It was reported that the customer¿s o-ring inside lip of reservoir compartment was missing. The customer was advised the pump will need to be replaced. The customer was advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no (act, up and escape) button response due to moisture keypad traces. No button error alarm during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to buttons not responding. No moisture damage on the lcd board, mother board, interface board, rf board, motor, vibrator motor and battery tube assembly during visual inspection. The motor was tested outside of the device and passed.